Manufacturer narrative:
(B)(4).

Event description:
Please disregard information in this report as it is a duplicate. The information in this report was reported on report number 3004753838-2016-36092.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for initializing screen without manual restart error could not be confirmed. The root cause could not be determined post investigation.